Event description:
Occlusion balloons would not stay inflated in the patient. Two balloons were tried, both had same problem: once inflated, they are observed under fluoroscopy, then some contrast is injected. Then viewed under fluoroscopy again and if the contrast has gotten past the area that should be occluded, they determine that the balloon is not staying inflated. A different brand balloon was successfully used after the two balloons failed, and the patient was not harmed.what was the original intended procedure?use of occlusion balloon in diagnostic cervical-cerebral angiogram to include balloon test occlusion and possible tumor embolization.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.